Manufacturer narrative:
Eval summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies related to the event description were found during the manufacturing process.

Event description:
It was reported that during an lap gastric roux-en-y procedure, the hand activation buttons would not work anymore. Shears still worked well using the footpedal. There was no pt consequence.